Manufacturer narrative:
This report is submitted on march 02, 2022.

Event description:
It was reported that the patient's rechargeable battery has melted into one side of y charger. There was no allegation of serious injury associated with the issue.